Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. The reported information indicates the patient's access vessel on the right side had a minimum diameter of 4mm which is too small for the nominal diameter of the dsf1633 device (6.1mm). The device instructions for use provide warning and instruction to ensure the vessel diameter is adequate to accommodate the device. The cause of the reported right external iliac artery rupture may be attributed to use of a device that was too large for the patient's anatomy as reported. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2026, the patient underwent endovascular treatment for a thoracic aortic aneurysm using gore® dryseal flex introducer sheath. A 20 fr sheath was inserted through the right femoral artery; however, insertion was not possible. After vessel dilation with an 8-mm balloon, a 16 fr sheath was inserted to confirm that insertion was feasible. Subsequently, the 20 fr sheath was re-inserted; although insertion resistance was encountered, delivery was possible. Access vessel angiography performed after stent graft placement revealed injury to the right external iliac artery and the presence of an arteriovenous fistula resulting from the injury. As a treatment, a stent graft was implanted from the origin of the right external iliac artery to achieve hemostasis. The vessel diameter of the right access vessel/right external iliac artery at the narrowest site was reported as approximately 4 mm × 4.8 mm. Physician¿s comment: the access vessel was originally narrow, and it was expected the possibility of vascular injury.